Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: investigators were unable to confirm the original complaint; during testing, the display was clear and legible. Unrelated to the original complaint, the audio bolus button cover was noted to be punctured. However, the audio bolus button was responsive during the investigation.